Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced chest pain and felt uncomfortable. Furthermore, patient had talked with a nurse and the nurse stated pulled left side of pacemaker out of the pocket. The device remains in service. No additional adverse patient effects were reported.